Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they reseated door harness which caused error 210.5020, replaced air in line and iui right side. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the door harness assembly. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 14aug2013 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received error code 210.5020. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device received error code 210.5020. No additional information was provided. There was no patient involvement.